Manufacturer narrative:
(B)(4); records indicate this device remains in service. This report will be updated should additional information become available. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. A review of the memory confirmed the code observed in the field. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Event description:
Boston scientific received information that this device exhibited a battery depletion code. The remaining longevity was listed at 34%. Data analysis was performed and replacement was recommended due to the observed code. No adverse patient effects were reported. Additional information was received indicating this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) ; records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this device exhibited a battery depletion code. The remaining longevity was listed at 34%. Data analysis was performed and replacement was recommended due to the observed code. No adverse patient effects were reported.